Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided images found two arthroscopic images of the device being used in treatment. The shaft of the device shows a substance resembling corrosion in both images, however, there is no substance or discoloration seen on the anchor itself, but the substance appears to be spread below the visible surface into the inserter hole of the anchor. A visual inspection of the reported device found that two handheld devices were returned in the same box they are not in their original packaging. Device one has a small amount of discoloration resembling corrosion on the distal end of the shaft in the laser marking. The anchor and sutures have been deployed, but were not returned with the device. There is debris on the shaft of the device. Device two does not show signs of corrosion. The anchors and sutures have been deployed, but were not returned with the device. There is debris on the shaft of the device. A review of the results of the presumptive blood test kit confirmed that the substance on the shaft of the device is not blood. The complaint was confirmed and the root cause was associated with device design.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was report that during a shoulder repair, two anchors were rusty. The procedure was successfully completed without significant delay using a smith and nephew back-up device. No patient injury or other complications were reported.